Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The compressor mini was reported for not switching on. On site investigations identified the mains power cable as the cause for the problem. No parts have been returned for further investigation. The service report was not received. A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. Depending on the set o2-concentration this may cause a higher than set o2-concentration being delivered to the patient circuit. If no o2 is available this may lead to stop of ventilation. Alarms will be triggered and the operational checks will fail if this error occurs. Since no parts were received for further investigation the root cause cannot be determined.

Manufacturer narrative:
Correction of information previously provided in section ¿follow up report required?¿. Previous answer on ¿follow up report required?¿ was yes. Corrected ¿follow up report required?¿ is no.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref #: (B)(4).